Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. Philips field service engineer (fse) evaluated the system and the system logs, which confirmed that motion did not start, or the wrong destination was reached. No cause of failure was able to be determined through eval of the system logs, although at times there were reports of a stuck button on the panels and encoder sync errors at other times. The fse replaced numerous parts, which did not resolve the issue. The pt support couch removed and a replacement installed. (B)(4).

Event description:
Philips received info from a customer site that the pt support couch intermittently fails to move in the 'in' direction, while motion in the 'out' direction worked normally. There was no report of injury to a pt, operator, or bystander.